Event description:
While the cases are in progress the pad fault indicator on the cautery machine would activate. A new dispersal electrode would be applied which would temporarily halt the alarm. The pad fault indicator would then alarm again. When removing the electrosurgical pt plate, it frequently comes apart into numerous pieces. This increases the likelihood that pt's skin may be damaged. The brand does not fit as snuggly into the machine as the previous brand. The above mentioned items could all lead to events which could result in pt injury.